Event description:
During a laparoscopic cholecystectomy, the monopolar cord was plugged into the bovie machine. When the surgeon stepped on the foot pedal to cauterize, there was no current flowing to the laparoscopic instrument. The circulator checked to see that the end of the cord was plugged securely into the machine and when surgeon stepped on the pedal a second time, the cord "blew up" and the cord itself separated from the end of the plug connector. There is a white burn mark on the end of the plug connector, where the cord had been attached. A new cord was plugged in and tested and worked correctly and the procedure was continued to complete the case with the new monopolar cord without further incident. No harm or incident occurred to the patient. Staff member's right middle finger was shocked at the time and felt a little tingling in right arm. Individual did not find it significant enough to see employee health. There are no visible signs of a burn or shock and staff member's arm was feeling better at completion of the case.

Manufacturer narrative:
Upon receipt, the item and all of the available information will be forwarded for analysis to the manufacturer.